Event description:
It was reported that the patient's epicardial leads were surgically removed, a new mini d012 was implanted subpectorally for patient comfort. Patient had chronic lower chest/sternal area pain believed due to epicardial leads.